Event description:
It was reported that the wire broke. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the wire broke off inside the patient. The device was successfully removed with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.